Manufacturer narrative:
A review of the device history record (DHR) indicated the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be returned. This file will be processed for closured and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
A review of the device history review (DHR) indicated the order was built to specification. A sample was not been returned; therefore, visual inspection and functional testing could not be returned. The root cause of the customer's complaint could not be determined. (B)(4).

Event description:
A pharmacist assistant reported that the aspiration did not work during a procedure and the product was replaced. The product sample was not retained. There was no known harm to the patient. Additional information was requested; however, none has been received to date.